Event description:
In (B)(6) 2009, during a review of our records, discovered revision surgery had been done. Pt history: it was reported the patient had bilateral tmj devices implanted on (B)(6) 1995. Due to episodic swelling with a shift in occlusion the surgeon removed the fossa and mandibular implants, replaced them with new devices on (B)(6) 2004. On (B)(6) 2005, pt still in pain, left fossa was removed. Appeared there was heavy capsular formation around the condylar implant. Fossa was replaced with the same size medium fossa. On (B)(6) 2005, removed fossa prosthesis, there was heavy fibrous encapsulation around the prosthesis which was also stripped and removed. Also removed the mandibular implant.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See reports 1032347-2009-00049 to 52, all for the same patient.